Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, patient received additional 260cc of lactated ringers. Patient was receiving replacement fluids totaling 750cc to be given over 1 hour. In ensured that the pump volume was cleared to begin with, set the pump to infuse a total of 750cc at a rate of 750 over 1 hours. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.